Event description:
It was reported that the patient was experiencing excruciating pain after the spinal cord stimulator (scs) was implanted. The physician believed that the pain was due to irritation of the nerves and was not device related. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7073793/5173853.